Manufacturer narrative:
H2: additional information h6: type of investigation - additional.

Event description:
Subsequent to the initial MDR, additional information became available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On the same day, it was reported that the patient started to ¿act weird¿ (no physical symptoms were reported). The patient¿s cgm was reading 73 mg/dl and the bg meter was reading 36 mg/dl. The patient¿s wife treated the patient with some ¿instant glucose¿, but this did not help, and the patient began to pass out. At this point, the patient¿s wife called ems. Ems arrived and treated the patient with IV ¿glucose water¿. The patient refused to be taken to the hospital. At the time of contact, it was indicated that the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.